Event description:
It was reported that an ilet user with an fsl3+ sensor observed a warm-up countdown on the ilet mobile app while the pump displayed a pairing-with-sensor status, consistent with a temporary communication or pairing issue between the pump and cgm. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health and no alerts or alarms. Investigation included customer troubleshooting and education. Investigation of this case revealed that the pairing issue resolved after disconnecting the pump from the body, restarting the pump, and confirming the cgm menu displayed warm-up. It was concluded that the event was resolved through troubleshooting with no device performance degradation identified.